Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed for the intraocular lens. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no associated nonconformity reports or deviations. There were no process and/or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. The complaint trend was reviewed and did not show any significant change over historical averages. No deviation or assignable cause was identified for the complaint reported when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2014, the doctor placed an amo toric intraocular lens (iol) with an intended axis of 68. At the first post-operative appointment later the same day, the axis was noted to be at 62. On (B)(6) 2014, the axis was noted to be at 58. At this point, the patient is wearing a new prescription (rx) to help correct the residual astigmatism. No further information was provided.